Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a22 captures the reportable event of peg tube intentional/unintentional patient removal.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a procedure performed on an unknown date. During ongoing used, the peg tube was covered with gauze and a gown; but the patient pulled out the peg tube intentionally. It was reported that the device was successfully replaced with a different device. There were no patient complications reported as result after this event.